Manufacturer narrative:
Device analysis. Product analysis found that the stent had moved 3.5mm distally on the balloon and there was proximal stent damage. The returned catheter was visually and tactiletly inspected along the entire length and the only damage found was movement of the stent on the balloon and proximal stent damage. The proximal stent damage extended 270 degrees around the stent and affected two segments. Under magnification, the stent impression could still be seen on the balloon indicating that the stent was originally crimped in the proper location during manufacturing with respect to the markerbands. It should be noted we could not confirm a shaft kink on the returned unit. The manufacturing records for this batch were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause for this event will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.

Event description:
Reportable based on analysis completed on 07/30/2008. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft kink occurred. The lesion was calcified and severely tortuous (location unknown). When the physician attempted to advance the 2.50x24mm taxus express2 drug to the lesion, and while vibrating the stent delivery system the proximal shaft kinked. The procedure was not completed as there was not another of the same size device available. The pt condition is reported as good. However, product analysis revealed stent damage and the stent had moved on the balloon.